Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/4/2020.

Manufacturer narrative:
Date sent to the FDA: 09/14/2021. H6 health effect - clinical code: e2402 used to capture mesh pulled away. Additional b5 narrative: it was reported that patient underwent revision surgery on (B)(6) 2019 due to recurrent hernia defect and mesh pulled away.